Event description:
Event description boston scientific received information, during the device replacement procedure for normal battery depletion, that both atrial and ventricular leads displayed high threshold measurements and were historically unable to consistently capture the myocardium. The lead measurements were determined to be acceptable during the procedure and the decision was made to continue using the chronic leads.